Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report. P-cap / reservoir locks properly into place. Unit passed displacement test and self test. Pump error 63 confirmed in pump history with variable (12) due to processor watch dog failure (hardware error), problem isolated to electronic assemblies. The following were noted during visual inspection: missing display window cover, scratched case and pillowing keypad overlay. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information related to occupation has been updated and provided in e3 section and g2 section also updated of this report.

Event description:
The device was returned for analysis.

Manufacturer narrative:
P-cap or reservoir locks properly into place. Unit passed displacement test and self test. Pump error 63 confirmed in pump history with variable (0c), problem isolated to electronic assemblies. The following were noted during visual inspection: missing display window cover, scratched case and pillowing keypad overlay. (B)(4).

Event description:
Information received by medtronic stated that the insulin pump had hardware low level failure alarm. Customer stated that they were able to clear the alarm and able to rewound the insulin pump. Customer also performed self test and it was passed. No harm was required during medical intervention. The insulin pump will be returned for analysis.